Event description:
Pulse width reprogrammed automatically to a lower value upon autothreshold reprogramming to monitor. Once programmed, the physician observed that the pulse width had been modified automatically by the implant (1 ms -> 0,5 ms) without any warning. Therefore, v was now programmed to 4v / 0,5ms, with a risk for loss of capture considering the high threshold measured before. Note that a similar case had already been observed by this physician, but not reported.

Manufacturer narrative:
(B) (4). (B) (4). Pulse width automatically reprogrammed. Method (other): since the device remains implanted, the programmer files were reviewed. Result: the device operated within specifications as stated in the device implant manual. (B) (4). Conclusion: the device operated within specifications, but ventricular auto threshold algorithm specifications might not be convenient for this patient.